Manufacturer narrative:
Report source was incorrectly reported as health professional and company rep, but should have been other-returned product.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). Analysis of the pump found motor gear train anomalies of corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing. A pump interrogation report indicated that the pump was used to infuse dilaudid and bupivacaine.

Event description:
It was reported that a patient's pump was replaced due to eri (elective replacement indicator) on (B)(6) 2014. The drug being infused by the pump was unknown. If additional information is received a follow up report will be sent.